Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarm 19s using multiple cartridges during the loading process. The customer's blood glucose (bg) level was 596 mg/dl and insulin injections were administered to address the bg level. The customer was to use the insulin injections to manage diabetes.